Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure. The customer¿s blood glucose level was unknown. The customer was able to clear the alarm and able to rewind the insulin pump. The customer reported that the alarmed occurred during self test. The customer was able to run self test and it passed. Troubleshooting was performed. The customer was advised to revert to back up plan. The insulin pump will not be returned for analysis.